Event description:
It was reported that low impedance and high capture threshold were observed. Upon interrogation, loss of capture was observed. X-ray revealed no anomalies. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.